Event description:
The consumer reported that the patient (pt) had experienced a loss or change of therapy. The pt was constantly going to the bathroom since the last change tuesday (B)(6) - pt increased stim from 2.1 to 2.9. Pt decreased stim back down to 2.1 and will follow up with doctor if symptoms do not go away. This was considered a sudden change in therapy/symptoms. Event date: (B)(6) 2016. Indications for use noted as: fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.